Event description:
A trilogy evo ventilator was returned to the manufacturer for service. During service evaluation, critical errors related to the internal lithium-ion battery occurred. There was no patient involvement and was no harm or injury reported. The internal li-ion battery experienced a permanent failure and was replaced to address the issue. Additional findings not related to the malfunction/issue: when the power was turned on for an operational check, a "ventilator inoperative" alarm was triggered, and the device could not be operated. Since the issue occurred during a software upgrade, the software upgrade was performed again, and it completed successfully.